Manufacturer narrative:
The device was received for evaluation with an unknown y-set; an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye which revealed that the female connector separated from the mainbody of the twist clamp due to a loose chip insert. In addition, visual inspection identified a damaged female connector. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The partial y-set received with the complaint sample was used during functional testing. The reported condition was verified. The cause of the reported separation occurrence was determined to be loose, a chip (dark blue female connector separated from light blue main body) which was identified during visual inspection. The cause of the loose chip and the damaged female connector could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was damaged after the patient disconnected the transfer set from the ultra bag. There was no patient injury or medical intervention associated with this event. No additional information is available.